Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image had horizontal stripes. The issue occurred during cleaning and disinfection after a diagnostic endoscopy examination. There was no delay and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's reported, "horizontal stripes in the image", was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation and since the device was not returned for evaluation, the likely cause of the reported event could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image had horizontal stripes. The issue occurred during cleaning and disinfection after a diagnostic endoscopy examination. There was no delay, and the procedure was completed using the same set of equipment. There were no reports of patient harm.